Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was implanted on (B)(6) 2020, and on (B)(6) 2020, when using the device, the hose between the patient and the drainage bag broke. As a result, the device was removed. The patient's status at the time of the report was alive-no injury.